Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2020 due to loosening. ø40/+3 135/145 humeral cup, ø40 glenosphere, glenoid baseplate and associated screws were removed and replaced by ø40/+6 135/145 humeral cup, ø40 glenosphere, glenoid baseplate and associated screws. The loosening was due to surgeon's impaction error of the glenoid baseplate during the primary surgery, (B)(6) 2020.